Manufacturer narrative:
One (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was not confirmed. The device was related to the reported event; however, with testing of the returned device there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information and no failure detected during testing of the device, no conclusion can be made regarding the root cause of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that the patient experienced the primary controller display's right side was faded and hard to read. The controller was exchanged to the back-up controller. There was no reported consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.